Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she says she consented to a hysterectomy & got a tube removal, they were obviously pulled') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, tubes removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('mont long periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots"), hypertension ("high blood pressure") and dental caries ("teeth decay"). The patient was treated with surgery (hysterectomy, tubes removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, thrombosis, hypertension and dental caries outcome was unknown. The reporter considered dental caries, genital haemorrhage, heavy menstrual bleeding, hypertension and thrombosis to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: medical device removal. Most recent follow-up information incorporated above includes: on 15-jul-2022: pif received. Reporter information, patient date of birth, product indication, start and stop date, event: medical device removal updated o events: month long periods, heavy bleeding, blood clots, high blood pressure, teeth decay. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('month long periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots"), hypertension ("high blood pressure") and dental caries ("teeth decay"). The patient was treated with surgery (hysterectomy, tubes removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, thrombosis, hypertension and dental caries outcome was unknown. The reporter considered dental caries, genital haemorrhage, heavy menstrual bleeding, hypertension and thrombosis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.